Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus australia.(oaz) for evaluation. In the evaluation, oaz confirmed the followings. The glue of the bending rubber was deteriorated. The insertion section was wrinkled and deteriorated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the instrument channel of the subject device tested positive for escherichia coli, the air/water channel of the subject device tested positive for staphylococcus cohnii ssp urealyticus and the auxiliary channel of the subject device tested positive for escherichia coli. The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 3, using peracetic acid. There was no report of infection associated with this report.